Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the siremobil compact l system. During an interventional procedure, the user reported that no x-ray was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, and system history. During an interventional procedure, no x-ray release was possible. According to the provided information the problem occurred during implantation of an sees (electrosystolic probe) in the right internal jugular. Additionally, multiple syncopes of the patient and the need for a short external cardiac massage were reported. The customer immediately contacted siemens service, which supported the troubleshooting. The system recovered after disconnection and reconnection of the signal/central (sg) cable that connects the c-arm with the monitor-trolley. Then the procedure was continued and finished. According to experts, x-ray release was prevented because of a temporary contact problem. To rule out problems with the sg cable, e.g. Due to aging effects (the system was installed in 2008), it was replaced as part of service activity. The spare parts consumption of the sg cable was checked. Any accumulation of faults or even a possible general fault that would require corrective action of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.